Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow faults. A specific cause for the reported obstruction and low flow events could not conclusively be determined through this evaluation. The submitted controller event log file contained data from 31jan2021 at 1:58:59 to 09feb2021 at 11:01:10. On 08feb2021 from 20:12:54 to 20:23:37, there were several captured events where the calculated flow was below the low flow threshold of 2.5, resulting in 11 low flow faults. The captured data appeared to reveal degrading calculated flow. On 09feb2021 at 10:59:02, the pump speed was set to 5200 rpm, below the low speed limit of 5400, resulting in low speed advisory faults and alarms. The alarms resolved when pump speed was changed to 6500 rpm at 10:59:20 on 09feb2021. At 11:00:26, pump speed was changed to 5000 rpm, below the low speed limit of 5400 rpm, resulting in low speed advisory faults and alarms. The alarms again cleared when the pump speed was set to 6500 rpm at 11:00:34. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29may2020. The heartmate 3 lvas IFU is currently available. The IFU discusses anticoagulation, including recommended inr values. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hm3 lvas IFU outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This IFU also outlines preparing and installing the sealed outflow graft and instructs to verify that the graft is not twisted or kinked. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to intensive care unit following constant decrease in flow and symptoms of cardiac decompensation . Transesophageal echocardiogram (tee) and computed tomography (CT) scan did not show outflow graft twist or obstructions on inflow cannula. The heart failure symptoms were likely a complication of impaired forward flow. However, a clot was suspected somewhere in the pump system and the vad team performed thrombolysis to dissolve the clot which improved flows immediately. Pump parameters returned to original values. The patient is currently clinically stable.